Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use the resolute onyx during a procedure to treat a severely calcified lesion in a moderately tortuous cx. The lesion had 80% stenosis. No damage was noted to the packaging of the device. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. The device did not pass through a previously-deployed stent. The stent dislodged during removal following failed delivery, and was removed by snare. Patient status post procedure is described as alive with no injury. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Product analysis: the dislodged stent returned for analysis without the delivery system. The first five stent wraps were intact. The remaining stent wraps were stretched, bunched and deformed.